Event description:
It was reported that during a pacemaker replacement procedure, a connection issue in the ventricular channel was incurred, since the lead could be removed by pulling after each connection attempt. It was indicated that clicking of the associated screwdriver was achieved during each attempt. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.